Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hbsag ii assay on a cobas 8000 - cobas e 602 module. Initial result: 1.10 coi and interpreted as reactive. The sample was repeated per the customer's policy to repeat reactive hbsag ii results. Repeat result: 0.33 coi and interpreted as non-reactive. The repeat result was deemed to be correct. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The hbsag ii reagent lot number was 79814201 with an expiration date of 28-feb-2026. The calibration was last performed on 13-aug-2025, and it was acceptable. The qc recovery was acceptable prior to the event. The provided alarm trace showed abnormal sample aspiration, sample short, abnormal aspiration, abnormal aspiration (sample probe a/b), sample clot detection, and sample foam detection alarms. These are indicators of possible poor sample quality. The field service engineer found that the cause was due to a worn sample syringe (component failure). He replaced the sample syringe. He did performance testing and qc with successful results. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.